Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Analysis of cp logs confirmed the ipg was in a non-bondable state. No intervention has been planned at this time. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient was unable to connect with ipg. The patient had an unrelated procedure and did not place the device into surgery mode. After analyzing, it was determined that the ipg did not reach a bondable state with the cp. After exhausting all troubleshooting steps, not being able to connect with any cps or pcs, it was advised that company manufacturer could attempt any other cp that has previously connected, otherwise the ipg should be deemed as inoperable. No intervention planned as of now.